Event description:
The pt is experiencing anterior knee pain. Surgery is planned to revisit the patella. Poly inserts may be exchanged during the procedure.

Manufacturer narrative:
The pt is experiencing anterior knee pain. Surgery is planned to revisit the patella. Poly inserts may be exchanged during the procedure. Review of the device history record indicates that the device was manufactured to specification.